Manufacturer narrative:
Approximate age of device - 3 months. The referenced driveline infection and pump exchange on (B)(6) 2018 was reported under medwatch MFR report # 2916596-2018-00798. Manufacturer's investigation conclusion: the pump was not explanted for return to the manufacturer for evaluation. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced untreated trauma to the driveline which led to an infection that could not be cleared despite treatment. The specific trauma was not reported. The patient was transferred to hospice care and subsequently expired due to the inoperable/incurable infection. The lvad was reportedly functioning as expected and was not explanted. No further information was provided.